Manufacturer narrative:
Device eval summary: device eval of monitor sn (b(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the backup battery was swollen and pressing against the front response button cable. The cause of the inability to activate the device is a worn contact area at the front response button. The cause of the worn contact area is the pressing of the swollen backup battery against the response button cable. The cause of the swollen backup battery cannot be positively identified. No adverse event resulted from the defective response button cable. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons were not responding to activate the device. The pt was issued a replacement monitor.